Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 as he was found unconscious. Customer was not sure of exact blood glucose readings, but stated it was 29 mg/dl, 33 mg/dl or 35 mg/dl. Customer's emergency room visit was due to low blood glucose. Customer was treated with insulin drip. Customer was not sure is he was wearing insulin pump at the time of emergency room visit. Customer declined troubleshooting.